Event description:
During a laparoscopic hernia repair. Three ted12 popped. A 4th was opened and the surgeon completed the case with it. There was no consequence to the pt.

Manufacturer narrative:
Results of evaluation: conclusion; a) it was concluded the balloon had become torn, making the inst. Non functional. The balloon was observed to be torn at the distal extension ring and the tear was approx. 3/4" in length along the ring line. No conclusion could be reached as to how the balloon had become torn. B) no conclusion could be reached as to what may have caused the reported incident. The inst. Was received in good condition. The inst. Was examined and was found to be functional. The balloon was submersed in water and inflated, and no leakage was detected. C) it was concluded the balloon had incurred a small, making the inst. Non functional. The balloon was observed to have a tiny pin hole, approx. 200 degrees from the stopcock position, and 1/8" below the distal extension ring. The balloon's insufflation could not be maintained due to a small hole in the and no conclusion could be reached as to how this damage may have occurred. Abc) each instrument is evaluated during the assembly process to ensure that it functions properly. Co strives to understand each incident as it occurs in order to continuously improve the products.